Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio control to report that their customer's device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control. A third party service provider confirmed that the customer received a replacement battery which resolved the reported issue and allowed the device to power on. Since the device was not returned to physio-control for evaluation the reported issue could not be verified and the root cause could not be determined. Based on the report that replacing the battery resolved the issue, the battery is the most likely cause. H3 other text : not returned to manufacturer

Event description:
The third party service agent contacted physio control to report that their customer's device would not power on. There was no patient use associated with the reported event.